Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient performed a comparison of their meter to another meter. The patient's meter read 102 mg/dl and the other meter read 68 mg/dl. Meter to another meter is an invalid comparison. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The patient performed two control solution test, both failed. Based on the information provided, there is evidence of a meter malfunction. However, there is no allegation of any harm or injury. A new meter and supplies are being sent to the patient. No further information has been reported.